Event description:
It was reported that to protect the airway, endotracheal intubation was performed in the emergency room, and the patient was transferred to the intensive care unit with a manual resuscitator. Upon admission, the patient had an orotracheal tube in place. After connecting to the ventilator, a low tidal volume alarm was triggered. Examination revealed that the endotracheal tube cuff was damaged. The endotracheal tube was then replaced. Ventilator-assisted breathing was continued, and the patient's condition improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.